Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred, which could not be duplicated on investigation. The pump was exercised for 24 hours with no power interruptions and no alarms. The up arrow, down arrow, and ok keypad buttons were initially unresponsive during testing. Corrosion was observed on the bolus button contacts; after clearing some of the corrosion, the keypad buttons became appropriately responsive. The bolus button cover was missing. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump would not power on. The patient did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue. There is no evidence however that the device contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.